Event description:
Info received indicates, there is fluid on the power supply board. The bed was functioning properly.

Manufacturer narrative:
The technician replaced the power supply board to repair the bed.